Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was reported and the patient will be further followed up. There were no patient consequences.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) was explanted and replaced with a new one. The patient's condition remained stable.